Manufacturer narrative:
Boston scientific neuromodulation initiated a class ii recall of charger 1.0, as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to boston scientific neuromodulation, and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 has been investigated, and associated causes understood. Boston scientific neuromodulation no longer manufactures or distributes charger 1.0 devices. This is the final report.

Event description:
A report was received that the patient was burned during charging his ipg. The patient did not seek medical attention, and the symptoms are pain and redness at the ipg site, the size of the charger. The burn has healed.